Manufacturer narrative:
(B)(4). The customer reported no audible alarms on their philips device. No patient harm was reported. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported no audible alarms on their philips device. No patient harm was reported.